Manufacturer narrative:
Additional information: section h imdrf annex codes, upon investigation of the actual device used in this incident, it was determined that remote manager was failed. The field service engineer (fse) replaced the controller card, latch, and pyxibus cable. Function checks were performed, and the hardware test application was successfully passed. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager repeatedly failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager repeatedly failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.